Manufacturer narrative:
A supplemental report is being submitted for additional information in b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that "further documentation" showed that the patient was trying to change both batteries at the same time.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the ventricular assist device (vad) ((B)(6)), two (2) controllers ((B)(6)) and one (1) battery ((B)(6)) were not returned for evaluation. There were no device allegations made against (B)(6). Log file analysis was not performed since log files were not available for analysis. As a result, the reported loss of power, "difficulty changing the battery", and the reported low flow events could not be confirmed. Information provided by the site indicated that, following the loss of power event, the patient became unresponsive. The patient¿s blood pressure was 95 per an automated cuff and the patient was intubated. Upon arrival to the emergency room (ER), the ventricular assist device (vad) exhibited low flows. The patient experienced cardiac arrest and required 25-30 minutes of advance cardiac life support (acls). Dobutamine and epinephrine drips (gtts) were given to the patient. The patient continued to decompensate, and the family decided on comfort care. The patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Applicable risk documentation, experience with events of similar circumstances, and the available information was considered; a possible root cause of the controller loss of power event can be attri buted to, but not limited to a disconnection of both power sources. A possible root cause of the reported "difficulty changing the battery" event can be attributed, but not limited, to connector damage and/or handing of the device. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, cardio-pulmonary arrest and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of cardio-pulmonary arrest. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional product: (B)(6), h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 (B)(6): h6: FDA method code(s): b17 FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information, the event description, the unknown battery serial number , the unique device identifier, the manufacturing date and expiration date have been updated in h10. Additional products: d4: expiration date: 31-mar-2022 /serial #: (B)(6); UDI #: (B)(4); h4: mfg date: 25-mar-2021. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further stated that the primary controller was in use at the time of the battery change.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the product surveillance registration mechanical circulatory support therapy base. Additional product: brand name: heartware ventricular assist system ¿ controller, model #: 1420-controller / catalog #: 1420-controller / expiration date: 30-jun-2020 / serial #: (B)(4), UDI #: (B)(4), concomitant medical devices: no, mfg date: 28-jun-2019, labeled for single use: no; brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: unk/ serial #: unknown, UDI #: asku, concomitant medical devices: no, mfg date: unk, labeled for single use: no. Additional information has been requested regarding the battery serial number and the controller allegation, but it was not available at the time of this report. If additional information is received, the event will be updated, and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient and their spouse had a difficulty changing the battery while attached to controller and the patient became unresponsive. The patient¿s blood pressure was 95 per an automated cuff and the patient was intubated. Upon arrival to the emergency room (ER), the ventricular assist device (vad) exhibited low flows. The patient experienced cardiac arrest and required 25-30 minutes of advance cardiac life support (acls). Dobutamine and epinephrine drips (gtts) were given to the patient. The patient continued to decompensate, and the family decided on comfort care. The patient subsequently expired.